Manufacturer narrative:
Date MFR received for the initial report is 2017-07-28. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced a rise in power consumption starting (B)(6) 2017.

Manufacturer narrative:
Correction: date MFR received for the initial report is 08/01/2017. Pump/(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, patient's family decided to withdraw care. Patient expired on (B)(6) 2017. No autopsy was performed, pump remains implanted. Cause of death was multi system organ failure and failure to thrive, and site was not relating death to an issue with the pump or procedure.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Pump/(B)(4) / product:1103 / exp. Date:03/31/2019. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Mfg. Date: 03/31/2017. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received stating that during routine patient updates a bi-vad patient was admitted on (B)(6) 2017 for a gastrointestinal (gi) bleed. Upon admission, egd/colonoscopy was performed and the source for bleed was not found. Patient was discharged home, coumadin and asa was being held throughout admission, as well as upon discharge. Patient was readmitted on (B)(6) 2017 with high watt alarms on right vad (rvad), powers continued to rise and eventually stayed elevated above normal operating parameters throughout admission. Also upon admission, patient experienced another gi bleed. Therefore, team was not able to heparinize or anticoagulants patient because of the frequency and severity of gi bleeds. Patient remains hospitalized, and ventricular assist device (vad) remains in use.

Manufacturer narrative:
Two (2) pumps ((B)(4)) were not returned for evaluation. The reported high power event was confirmed via analysis of the controller log files associated with (B)(4), which revealed multiple rises in power consumption during the analyzed period of (B)(6) 2017 through (B)(6) 2017. 2 low flow alarms have been logged on (B)(6) 2017 and 103 high watt alarms have been logged since (B)(6) 2017. Analysis of the controller log files associated with (B)(4) revealed a slight downward trend in power consumption beginning (B)(6) 2017; however, no alarms have been logged within the analyzed period through (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. If information is provided in the future, a supplemental report will be issued.